Event description:
Freestyle stops working early due to poor quality. This is extremely expensive, and insurance does not cover. The mfg refused to refund even though a sn# was offered to them. They refused to give me their address for a complaint to be written. Sn that failed # (B)(4) with an exp date of 05/31/2022. Every time these fail it cost real money out of my pocket and the mfg does not care. FDA safety report ID# (B)(4).